Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tip of the inserter broke during surgery.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete. Device received but not yet evaluated.

Manufacturer narrative:
Visual inspection of the returned inserter confirmed that the tip/hook of the inserter had fractured off. The tip that had fractured off was not returned. It was indicated that the tip was recovered and discarded by the hospital. The measured dimensions were conforming to print specifications. Hardness testing was also found to be within specification. Review of the receiving inspection report for the device identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. Per follow-ups performed, it was indicated that the broken tip did not remain in the patient, as the tip of the instrument broke off outside of the surgical field. The device has an approximate field age of 1 years and 5 months, and has been used an unknown number of times. A definitive root cause cannot be determined with the information provided.